Manufacturer narrative:
Previously reported on pr (B)(4) with MDR# 3003832357-2024-00510. Investigation results copied into this report. Investigation will be housed within pr (B)(4) with MDR# 3003832357-2024-00510.

Event description:
It as been reported to philips that no readings on tempus ic.